Event description:
Part of the tampon remained inside [the body]- vagina [foreign body in reproductive tract]. Part of the tampon remained inside [the body] [device breakage] . Part of the tampon remained inside [the body] when changing [complication of device removal]. Case narrative: consumer reported via email that the tampon remained inside the body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation on pqc(product or component; retained in body), completed on may 19, 2023. An investigation is in progress for newly add a pqc(product is coming apart, in pieces, shredding) on aug 15, 2023.

Event description:
Part of the tampon remained inside [the body]- vagina [foreign body in reproductive tract]. Part of the tampon remained inside [the body] [device breakage]. Part of the tampon remained inside [the body] when changing [complication of device removal]. Case narrative: consumer reported via email that the tampon remained inside the body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of the tampon remained inside [the body]- vagina [foreign body in reproductive tract]. Part of the tampon remained inside [the body] [device breakage]. Part of the tampon remained inside [the body] when changing [complication of device removal] . Case narrative: consumer reported via email that the tampon remained inside the body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation on pqc(product or component; retained in body), completed on may 19,2023. An investigation is in progress for newly add a pqc(product is coming apart, in pieces, shredding) on aug 15,2023.

Event description:
Part of the tampon remained inside [the body]- vagina [foreign body in reproductive tract]. Part of the tampon remained inside [the body] [device breakage]. Part of the tampon remained inside [the body] when changing [complication of device removal]. Case narrative: consumer reported via email that the tampon remained inside the body. No serious injury was reported.